Event description:
The pt was hospitalized for hypoglycemia.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. There is no reported pump malfunction and the pt's diabetes educator has stated that the pt was administering two times the recommended insulin bolus quantity. The pt has continued to use the pump with no reported subsequent events. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.